Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a motor stall was seen at initial interrogation. It was reported that the patient did not recently have an MRI (magnetic resonance imaging). It was reported that pump status and/or event log reported motor stall occurred and motor stall (active). It was reported that the hcp had the patient attempt a bolus and the motor stall error code appeared. It was reported that the technical service specialist (tss) reviewed to periodically interrogate the pump for stall recovery. It was reported that the hcp asked if the manufacturer representative could restart the pump; tss explained that if the pump recovered it could only recover on its own. It was reported that the hcp would redirect the patient back to another hcp. It was reported that a different hcp wanted to know if the pump could be restarted; tss explained that the pump could not be restarted but could restart spontaneously at any moment. Pain was reported. It was reported that this was considered a sudden change in therapy/symptoms. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion-and-or wear and-or lubrication and stall due to shaft-bearing. Device code(B)(4) was removed because it no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the patient was now being seen by a different hcp in (B)(6). It was reported that the patient came to them the week before this report date and the pump had restarted. It was reported that they had decreased the dose by 20%. It was reported that they had the patient back in the day of this report and after interrogation, it showed the pump stalled again the morning of this report around 3:36 am. It was reported that there was nothing out of the ordinary and the patient was most likely sleeping when the stall occurred. It was reported that the caller stated he would like assistance stopping the pump and then starting it back up in hopes of the pump coming out of the stall. The technical service specialist (tss) reviewed there was no way to program the pump out of a motor stall but the tss could assist with the programming if they wanted to proceed. It was reported that the tss walked the caller through stopping and restarting the pump. It was reported that the caller confirmed the pump was still stalled. The reporter stated he would follow up with the hcp with the following considerations: replace the pump when medically appropriate and cover patient with oral medication, and to have the pump sent back to manufacturer for analysis if they decided to replace it. It was reported that the patient was receiving hydromorphone (dilaudid) at a concentration of 10 mg/ml and a dose of 2.240 mg/day. No further complications were reported. Additional information was received from the consumer. It was reported that the patient just got a new pump installed 2 days before this report date because her pump went bad. It was reported that the patient had the pump replaced because the pump originally stalled out on (B)(6) 2017. The patient reported that the pump stalled out for 24 to 36 hours. The patient reported that she had to go to the hospital for a couple of days in (B)(6) for medication because she was going through withdrawals and pain. The patient reported she left the hospital on (B)(6) 2017 because her pump started working again so she came back home to (B)(6). The patient reported she went to her healthcare professional (hcp) on (B)(6) 2017 for a pump refill and that morning she noticed she was not feeling very good. The patient reported that when she got to the hcp's office she could hear the alarm going off occasionally. The patient reported that the read out said that her pump stalled out at 3:30 in the morning so she went 7 hours without medication. The patient reported that the hcp tried to get the pump to restart and called technical services. The patient reported that the hcp said they could not get the pump to start so it was done for and the pump was 5 years old, so they sent her over to the hospital to get the pump replaced. The patient reported that per every bolus her dose was 0.2682 mg/bolus, every 8 hours. It was reported that the patient's dose at the time of this report was 2.6815 mg/day at a concentration of 2.0 mg/ml. No further complications were reported.